Event description:
Per the audiologist, the pt's first cochlear implant was placed in the middle ear (date/details not reported). The pt did not respond with the second cochlear implant. It was determined that the electrode array had migrated out of the pt's cochlea into the middle ear. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.